Manufacturer narrative:
The suspect device was returned to olympus and evaluated. No image was found when the unit was tested with an olympus series 180 scope and the cause isolated to a faulty patient board set. Replacement of the patient board set was required in order to resolve the problem.

Event description:
A user facility reported to olympus that the video connector was not functioning when connected to olympus series 180 scopes. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without delay. There was no patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty printed circuit board was a result of a failure to the operational amplifier. There has since been a design change to the operational amplifier circuit to prevent reoccurrence.